Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs 1225714-2014-02072.

Event description:
The plaintiff attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.